Event description:
Physician placed n-4-8-t10-ts through echelon 10 as starting coil in un-ruptured ansurysm (wide-neck, neuroform 2 was placed). After 28 seconds, box signaled positive detachment. Physician pulled back aligning segment and coil had not detached. Coil manually detached when physician pulled back and was left 1/2 in aneurysm, 1/2 in the parent vessel. Physician unsuccessfully attempted to snare coil with ev3 microvina snare. Coil was left in place and physician will bring pt back to place stent in pin coil into vessel wall. No pt injury reported.